Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 716 mg/dl, and she had taken 20.0 units of insulin half hr prior to calling. The customer stated that she could not walk straight line, felt dizzy, and dry mouth. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found an off alarm, which the customer would like to keep on her insulin pump. Assisted the customer to run a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. The caller stated that the doctor advised her to discontinue use of the insulin pump and revert to back up plan until she gets the replacement of the device. The customer's most recent glucose reading was 116 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.